Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The evaluation of this photo indicated sleeve leakage. A total of 10 retained samples were used for functional testing, and no leakage was observed in these tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was blood dripping from the non-patient end of 3 devices. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that there was blood dripping from the non-patient end of 3 devices. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.